Manufacturer narrative:
(B)(4). The stylet was returned inside the lead, preventing stylet insertion testing.

Event description:
It was reported that the stylet could not pass the svc/ra junction area of the lead during lead revision procedure. Lead was explanted. Patient was stable post-procedure and was discharged following day.